Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump buttons were unresponsive and alarmed weak battery and battery out limit. Troubleshooting was done. Customer's blood glucose was 180 mg/dl. Customer stated that buttons takes awhile to respond. Customer stated the insulin pump must have gotten wet in the rain. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.